Manufacturer narrative:
The complaint device was returned to the service center and an evaluation was performed. The device passed all tests. Further a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this device's serial number, manufactured in 2000. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following is a summary by a mitek complaint analyst from complaint event information received from our european call center and our affiliate in (B)(4); the irrigation motor (left side) of an fms duo plus pump was not rotating during a shoulder arthroscopy procedure on (B)(6) 2014. The surgeon decided to stop the procedure and reschedule it for another day because no backup pumps were available for use on site. The pump's tube sets were hooked up properly, and four other tube sets were tried during troubleshooting however the problem remained. There were no reports of harm or adverse consequences to the patient who was under anesthesia at the time the procedure was rescheduled.

Event description:
The following is a summary by a mitek complaint analyst from complaint event information received from our european call center and our affiliate in france; the irrigation motor (left side) of an fms duo plus pump was not rotating during a shoulder arthroscopy procedure on (B)(6) 2014. The surgeon decided to stop the procedure and reschedule it for another day because no backup pumps were available for use on site. The pump¿s tube sets were hooked up properly, and four other tube sets were tried during troubleshooting however the problem remained. There were no reports of harm or adverse consequences to the patient who was under anesthesia at the time the procedure was rescheduled.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: in transit.